Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following (b(6).

Event description:
During repair of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp displayed a screen message that was out of place and on top of existing text. It is suspected to be an issue with the video generator board. There was no patient involvement or adverse event reported.

Event description:
During repair of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp displayed a screen message that was out of place and on top of existing text. It is suspected to be an issue with the video generator board. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) troubleshot for the reported issue and replaced the video generator board to resolve the error. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a screen message that was out of place and on top of existing text. It is suspected to be an issue with the video generator board. No patient involvement or adverse event was reported.